Event description:
It was reported that the pin cold welded in femoral drill guide and broke off inside the driver and drill guide. The pin was stuck in the femur and would not come out of the drill guide. The procedure was delayed 5-10 minutes in order to remove the pin.

Manufacturer narrative:
The device was not returned to orthalign for evaluation, despite multiple attempts.therefore, the complaint cannot be confirmed. A definitive root cause cannot be determined. A possible root cause is excessive force on the pin during insertion/extraction.

Manufacturer narrative:
The device has been requested to be returned to orthalign for evaluation, but has not yet been recieved. If the device is returned an investigation will be performed by an orthalign engineer to attempt to confirm the complaint and establish a root cause. The results of the investigation will be filed in a follow up report.

Event description:
It was reported that the pin cold welded in femoral drill guide and broke off inside the driver and drill guide. The pin was stuck in the femur and would not come out of the drill guide. The procedure was delayed 5-10 minutes in order to remove the pin.